Manufacturer narrative:
E1 initial reporter phone no. (B)(6). The device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion" was confirmed. The device was tested for downstream occlusion detection and failed to detect a downstream occlusion. A service history review revealed the device has been serviced within the last twelve months however this is not a repeat service event. The force sensor required calibration during previous service however all required service actions were completed during the last service cycle. There is no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor and downstream tubing guide requiring replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.